Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with insulin causing their blood glucose to drop to 30 mg/dl. The customer stated that their sensor is displaying wrong readings of sensor and blood glucose. The customer declined assistance from the help line. The customer did not return the product back for analysis.